Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported experiencing high blood glucose of 475mg/dl and the cannula was bent when it was removed. Assisted the customer to run the high pressure test and the test failed. Contacted the customer twice and she stated that her blood glucose still are running high. The customer mentioned having a lot scar tissue and she has to give a lot more insulin. The customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.